Manufacturer narrative:
Method: a service call was performed at this site on (B)(4), 2010. A component of the system, the location subsystem (lss), was replaced. The lss has not been returned to superdimension at this time. It was also reported that the site was using the superdimension system in an unmapped room on an unmapped bed which can cause magnetic distortion. Current labeling states: warning specifying the wrong room/bed ID or changing the room configuration may result in system inaccuracy and/or pt injury. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that during the procedure, the site kept getting an error message that the pt sensor triplet was out of the sensing volume. The site disconnected the cables and re-connected them, c-arm was moved away from the bed, the location subsystem was reset and finally the software was re-started. None of the troubleshooting resolved the reported issue. The site was not able to complete the case using the superdimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
The location subsystem (lss) was returned to superdimension and an analysis confirmed that there was a failure of the -24vdc voltage regulator. This is an isolated component failure, the first of this part.